Event description:
It was reported that pulse generator exhibited premature battery depletion. The patient would be scheduled for a device replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found a wire bond anomaly between the hybrid and the rf flex circuit causing high current drain that depleted the battery to premature elective replacement (eri).